Event description:
Customer reported that her blood glucose value in the morning was 400 mg/dl; customer tried to deliver an insulin bolus of 7.2 units and the insulin pump alarmed no delivery. Customer stated she had to treat with manual insulin injection. During troubleshoot; customer stated the drive support cap is recessed. Customer is able to rewind and perform manual prime; insulin did exit the tubing. Customer stated she did not find an insulin leak. Time, date and bolus are correctly set up in the insulin pump. Customer is unsure if the basal rates are correct; will consult with doctor. Device passed the high pressure test. Customer removed the infusion set and stated the cannula was slightly bent. Current blood glucose 234 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.